Event description:
It was reported the patient was admitted to the intensive care unit (ICU) on (B)(6) 2015 with acute renal failure. The physician also briefly mentioned overdose as the patient could not ¿carry¿ the medication. Additional patient symptoms included respiratory reduction. The patient was given a narcan drip. The patient¿s dose was decreased by 16% on the evening of (B)(6) 2015 and the patient was more responsive the day following. The patient¿s dose was again decreased by 50% on (B)(6) 2015. The dose was decreased from baclofen 378.4mcg/day to 189.18mcg/day, and morphine 6.306mg/day to 3.153mg/day. The pump was used to infuse baclofen (concentration 1200mcg/ml) and morphine (concentration 20mg/ml). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l60852, implanted: (B)(6) 1999, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. (B)(4).